Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse opened a 16f bard foley sure-step tray system and found that the prefilled syringe partially empty and missing the cap.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "error of inspector". The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review is not required because labeling could not have prevented the reported issue. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse opened a 16f bard foley sure-step tray system and found that the prefilled syringe partially empty and missing the cap.